Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient was presented in clinic during follow-up. Post-paced t-wave oversensing was observed on the ventricular channel via stored egm. Programming changes were made. No patient symptoms were reported after changes were made.

Event description:
New information received notes that post-paced t-wave oversensing was noted after programming changes were made via remote transmission. Programming changes were recommended. No further information available.

Event description:
New information received indicates that programming changes were made. After that, more episodes of non-sustained rv oversensing due to another instance of post-paced t-wave oversensing was observed through remote transmission. The patient was asymptomatic. Further programming changes were recommended.